Manufacturer narrative:
(B)(4). Batch # n90g9a. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the laparoscopic radical resection of colon cancer, the titanium tip was broken during the procedure. The breakage piece was retrieved from patient. Changed to another one to complete surgery. The surgery delayed. No additional information can be provided.